Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The complaint sample was returned for investigation and the complaint was confirmed. The reamer has scratches on the lower half be the markings due to repeated use. Several teeth are dull and a few are slightly bent inwards. The reamer was manufactured in august 2009, therefore the DHR was not reviewed. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed from (B)(6) 2013 to (B)(6) 2014. There were a total of (B)(4) complaints with (B)(4) of them reporting a similar event for dull reamer. None of the other complaints were from the same lot as this reported event. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. Complaint can be reopened pending receipt of additional information. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.